Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 236 mg/dl.